Event description:
The pt developed an infection in the skin flap over the cochlear implant after almost 4 years of device use. The device was explanted. The pt is healing well and reimplantation is anticipated. A bacteria sample was sent for culturing. The surgeon suspects pseudomonas.